Event description:
It was reported to philips that the battery pca had a bent pin which caused intermittent power when the unit was moved. There was no reported patient involvement.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J2 pin 4 was bent / damaged.